Event description:
Event description guidant received information that upon routine interrogation, this implantable cardioverter defibrillator (ICD) was observed to have tachy mode programmed off. The device had also reached elective replacement indicator (eri) nine months earlier.